Event description:
It was reported that a revision surgery was needed to replace a creo amp threaded reduction screw head that was found deviated post operatively. This event occurred in japan.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.